Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different path and position than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): the deviation of the spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with intra-operative fluoro imaging, and the placements were corrected to their intended positions with conventional methods at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient, also not due to the surgery/anesthesia prolongation of ca. 30-45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the spine screws placed with the aid of navigation, deviating shifted by ca. 10-15mm caudal from their intended positions, is: movement of the navigation reference array during the surgery, after registering the pre-placement c-arm scan to the navigation and before performing the invasive surgical actions in the spine, due to an insufficiently rigid fixation by the user, not as required, causing it to be prone to movements due to any surgical or inadvertent forces (incl. For e.g. By cables) applied during the surgery. Imaging data provided for this surgery show that the navigation reference array was fixated to the patient psis with only the tips of the fixation pins engaged into the (cortical) bone, not ensuring a rigid (bi-cortical) fixation to the patient anatomy as necessary. In addition, the fixation schanz pins chosen were of length 150mm, whereas the designated length by brainlab for such schanz pins used for array fixation is 125mm. Movement of the reference array at or after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. As a possible further contributing factor: a possibly de-calibrated non brainlab c-arm scanner used with automatic image registration of the patient anatomy to the navigation may have additionally contributed to the deviation. This possible contribution can neither be confirmed nor denied by brainlab. In this case, a shift of all placements in the same direction, including the sacrum, indicates either a navigation reference array movement as outlined above, but can also be contributed by a deviating anatomy registration to the navigation, by for e.g. A de-calibrated non-brainlab c-arm used. The c-arm used was found broken shortly after the surgery, before its calibration could have been tested after this surgery, requiring repair by a manufacturer's representative to be able to acquire images again. This repair by itself required a new calibration of the c-arm, therefore testing of its calibration status as during this surgery was rendered impossible. Nevertheless, a c-arm becoming significantly broken so shortly after its use, indicates that also its calibration status may have been compromised at the shortly-before use. Apparently, the resulting deviation (by array movement, potentially additionally a de-calibrated c-arm) between the anatomy locations of the registered pre-placement patient image scan displayed by the navigation and of the actual patient anatomy during the surgery, was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification of the registration and especially also throughout the surgery, before and during the invasive spine instrumentations. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar and sacral spine, for a lumbar fusion of vertebrae l5 to s1, due to spondylolisthesis at this spine area, with intended placement of 4 spine screws bilateral for fixation, was performed with the aid of the brainlab spine & trauma navigation 3.0. From intra-operative fluoro imaging, the surgeon determined that the spine screws placed deviated from their intended positions shifted by ca. 10-15mm caudal. The surgeon decided to remove and re-place the screws with conventional methods to their correct positions at the very same surgery. According to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient, also not due to the surgery/anesthesia prolongation of ca. 30-45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.